Manufacturer narrative:
The complaint investigation is pending at this time.

Event description:
A spiros®, closed male luer w/red cap, 10 units reportedly separated from the tubing despite being locked during a blincyo (blinatumomab) 1.2mcg per ml infusion. Blood was also backing up into the device as well. The event occurred in pediatric patients who often manipulate their lines. The spiros was attached to a microclave needleless connectors with an ambulatory infusion setup. The concern is whether connector pressure dynamics (neutral vs. Positive displacement) contributed to the reflux. They are not currently using a closed system transfer device (cstd) to compound the blincyo medication. They are only putting the spiros on the end of the line. They are checking on the white disk but they believe that is just a part of the tubing that holds the luer lock on the end. This was a 7 day bag, so it should not have had a filter attached. It looked like this patient has a microclave at the end of the line. There was a delay in therapy of approximately 4 hours. The delay resulted in the patient requiring readmission to the hospital for hook up of new bag of medicine and close monitoring for adverse effects given delay in restart. Niosh's hd national institute for occupational safety and health hazardous drugs list.